Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when a patient presented to the clinic for a follow up high capture threshold and inability to capture using maximum output. Dislodgement was found via chest radiograph. It was noted that severe coughing could have dislodge the lead. During the procedure the lead was unable to be revised because the stylet could not be inserted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported field event of unable to insert stylet was confirmed in the laboratory. During a stylet insertion test, to blood clogging the inner coil prevented the stylet from being inserted. The cause of the inability to insert the stylet was blood in the inner coil of the lead. The lead was otherwise normal.